Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced "hypoglycemia, incoherent, and a loss of reference." Customer required unspecified third-party medical treatment. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, the customer experienced "hypoglycemia, incoherent, and a loss of reference." Customer required unspecified third-party medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly. Visual inspection has been performed on the returned sensor pack and damage was observed on guide ribs. Lid has been peeled off completely. Platform slides up and down was observed and minor damaged guide ribs do not impact on the platform functioning. Visually inspected the returned sensor and no damage were observed. The sensor plug is fully seated. Inspected the plug assembly, no issues were observed. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.